Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Only the proximal end of the delivery wire was returned. The main coil, delivery wire distal end and proximal contact were not returned. Analysis of the returned device found the distal end of the delivery wire was not attached to the delivery wire and the poly-imide (pi) wire was extending out of the hypotube and remnant of pebax. The delivery wire was bent at 23.8cm and 44.2cm from proximal end, and the proximal contact was not attached to the proximal end. Information available indicated that some friction was experienced as the coil was advanced in the introducer sheath and microcatheter, and that the proximal contact broke during advancement. It is possible that device damages occurred during advancement against friction and possible removal from the microcatheter as considerable force would be required to pull the firm coil and pebax from the rest of the delivery wire assembly. Based on device findings and information available, a root cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device found the distal end of the delivery wire was not attached to the delivery wire. There were no clinical consequence to the patient.